Manufacturer narrative:
Manufacturing site: (B)(4). The chikai 008 guide wire was returned for evaluation. The entire coil of the returned guide wire was missing entirely and its fracture end was found at the proximal solder that was originally located at 90mm from the tip. At approximately 50mm distal to the proximal solder, the core was found fractured. The distal part of the fractured core was three-dimensionally deformed into a loop. The fracture surface of the core was flat. Observation by scanning electron microscope (sem) found elongated dimples on the fracture surface. The direction of dimple elongation indicated that torsion had contributed to the core fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that bending stress and torsion generated with wire manipulation had most likely contributed to the observed fractured of the core of the returned guide wire. Due to tortuous anatomy, the applied stress would locally accumulate and thus exceeded the product design limit; therefore, the core became deformed and eventually fractured. Further applied tensile stress generated with removal made the fractured core to be pulled apart and the coil to detach from the proximal solder. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [precautions] do not repeatedly bend and stretch the same position of the guide wire, or continuously turn it in a curved vessel for a long period of time; and, [malfunction and adverse effects] breakage or bending of the guide wire, damage such as separation.

Event description:
It was reported that an asahi chikai 008 guide wire separated during an intervention to treat a brain arteriovenous malformation (avm). When the guide wire was advanced to the avm, the physician felt it was no longer advancing and attempted to remove it. During removal, the distal portion of the guide wire was found remaining in the microcatheter. The separated portion was removed together with the microcatheter. There were no adverse patient effects associated with this event.